Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that it takes her 3 hours to recharge to 80%. Issue started since she got her controller replacement 2 years ago. Patient said she mentioned it with previous mdt representative(rep), but issue was not addressed. Patient met with another rep on monday to address this issue but patient haven't heard from the rep. Patient also has issue with controller not connecting to the neurostimulator unless the recharger was plugged into it. Technical services(ts) was able to get patient to do a new setup to resolve issue with only being able to connect with recharger plugged into the controller. Ts to replace patient's recharger since controller appeared to work as intended. Assessment of external equipment didn't show any damage, and patient said she can feel all the edges of her neurostimulator in her back. Ts to replace patient's recharger. Patient to call back if recharger replacement didn't resolve recharge issue. Patient does let controller go to sleep mode while recharging.